Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal seal associated with this complaint. Failure analysis confirmed the reported event. The seal was found to be broken at the luer fitting. The broken piece was returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal insufflation connector breaks off during use and cause loss of insufflation mid procedure. This event has continued to occur multiple times in the last six months. No patient injury has occurred during the event. The procedures are completed robotically with no further complication or error. It was described that the airseal tubing would be in use, and there was not an assist airseal port in use. Insufflation tubing would be connected to the universal seal luer lock on top of a da vinci 8mm trocar, and at some point during the procedure the luer lock connection would come loose, or break off causing the loss of pressure. The assistant at bedside would have to quickly switch the tubing to a different universal seal often the camera port to resume insufflation. When this event has occurred in past procedures there has not been an injury to the patient, although it was mentioned that this could potentially cause harm if it's not noticed or known how to quickly switch tubing to another port. It was mentioned the site has become accustomed to having this issue occur during procedures, but notes that this issue never happened with the "old" seal cap for the da vinci system it's only started happening since the site has received the new universal seals.